Event description:
It was reported that the patient was checking settings on the ilet pump and accidentally initiated a rewind, then sought assistance to complete a supply change; customer care guided the user to disconnect the tubing and perform the infusion set and cartridge change until drops were confirmed, after which the user successfully reconnected, aligning with a use-of-device problem and an unspecified component classification. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and indicated the situation was associated with user operation. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.